Event description:
A report was received via legal summons, that a female pt started use of renu with moistureloc multi-purpose solution on or about in 2005. During that same year, she began to experience redness, pain and eye irritation, blurriness and loss of vision. The pt may have experienced an ulcerated cornea. The pt received unspecified medical treatment and was subjected to many tests. However, her symptoms worsened. The pt continues to experience an unspecified permanent injury, eye pain and irritation, and loss of vision.

Manufacturer narrative:
Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.